Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain ,pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and metrorrhagia outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Event injury nos replaced with chronic pain ,pelvic, general abnormal bleeding, abdominal pain, menorrhagia (heavy menstrual bleeding) and metorhagia (bleeding b/w periods) added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain ,pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, bipolar disorder, gravida, cesarean section, gestational hypertension, oligohydramnios, uterine cyst, grand multiparity, renal insufficiency, morbid obesity, adenomyosis and gestational diabetes. Concomitant products included bupropion hydrochloride (wellbutrin) since 2003 and paracetamol (tylenol) since 2010 to september 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced endometriosis ("endometriosis"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal cramping"), pelvic adhesions ("lysis of adhesion") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (laproscopc lysis of adhesions and total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved and the genital haemorrhage, abdominal pain, menorrhagia, metrorrhagia, pelvic adhesions, endometriosis and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, menorrhagia, metrorrhagia, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (as per pfs discrepancy noted). Discrepancy added: essure removal date as per mr is (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Imaging procedure - in (B)(6) 2013: what did your healthcare provider tell you about your results? Everything was fine. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received medical history was added. There was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain ,pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal cramping"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the genital haemorrhage, abdominal pain, menorrhagia, metrorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (as per pfs discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2020: quality safety evaluation of ptc(product technical complaint). Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain ,pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal cramping"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the genital haemorrhage, abdominal pain, menorrhagia, metrorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (as per pfs discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: plaintiff fact sheet received. Reporter and medical history were added. Added events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and lower abdominal cramping. Outcome of event pelvic pain and lower abdominal cramping updated as recovered. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain ,pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, bipolar disorder, pregnancy, cesarean section, gestational hypertension, oligohydramnios, uterine cyst, grand multiparity, renal insufficiency, morbid obesity and adenomyosis. Concomitant products included bupropion hydrochloride (wellbutrin) since 2003 and paracetamol (tylenol) since 2010 to (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced endometriosis ("endometriosis"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal cramping") and pelvic adhesions ("lysis of adhesion"). The patient was treated with surgery (laproscopc lysis of adhesions and total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved and the genital haemorrhage, abdominal pain, menorrhagia, metrorrhagia, pelvic adhesions and endometriosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, menorrhagia, metrorrhagia, pelvic adhesions and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (as per pfs discrepancy noted). Discrepancy added: essure removal date as per mr is (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr and pfs received: event laparoscopic lysis od adhesions and endometriosis added. Onset date added. Severity added for event pelvic pain. Outcome added to event cramping and dyspareunia. Concomitant drug, medical history, lab test and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain ,pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, bipolar disorder, gravida, cesarean section, gestational hypertension, oligohydramnios, uterine cyst, grand multiparity, renal insufficiency, morbid obesity and adenomyosis. Concomitant products included bupropion hydrochloride (wellbutrin) since 2003 and paracetamol (tylenol) since 2010 to (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced endometriosis ("endometriosis"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal cramping"), pelvic adhesions ("lysis of adhesion") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (laproscopc lysis of adhesions and total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved and the genital haemorrhage, abdominal pain, menorrhagia, metrorrhagia, pelvic adhesions, endometriosis and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, menorrhagia, metrorrhagia, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (as per pfs discrepancy noted). Discrepancy added: essure removal date as per mr is (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Imaging procedure - in (B)(6) 2013: what did your healthcare provider tell you about your results? Everything was fine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2021: pfs received. Patient's lab data and event "abnormal bleeding (vaginal)" were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.